Event description:
Customer reported that the insulin pump alarmed motor error and then button error. Device was not exposed to a magnetic field. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to a flattened act button dome switch. The functional testing could not be performed and no motor error alarm could be verified due to the unresponsive buttons. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker, and a broken belt clip slot.